Event description:
The patient has two leads implanted with the same model and lot number. It was reported the patient had high impedances on all contacts of both leads and is not receiving any stimulation. The patient is scheduled to have a CT myelogram. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.